Event description:
Rptr alleged obtaining a discrepant pt blood glucose result of 591 mg/dl and 391 mg/dl back to back on the inform sys when testing was performed 2 mins apart. Rptr stated a lab was performed on the pt within 10 mins and measured 189 mg/dl. It was not provided as to whether any actions were taken or treatment was rec'd. Quality control testing was performed on the sys and both level 1 and 2 values were within acceptable ranges. A request was made for the return of the suspect prod and replacement prod was sent.